Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump displayed an error code. There was no patient injury reported.

Manufacturer narrative:
H4: correction: device manufacturing date: 01-oct-2020.